Event description:
A (B)(6) y/o resident slid out of the top of hoyer sling when being transferred from bed to wheelchair when her weight shifted and the single loop strap on the top slid backward on the pivot paint. Initial ed evaluation showed older knee/leg fractures. It was inconclusive for any new fractures. Resident complained of high levels of knee pain, for which she was medicated at the hospital. On return to the facility, it was determined by the family to admit to hospice care for pain management. Resident continued to decline over past three weeks and died at facility (B)(6) 2024.